Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13125. It was reported that the patient presented for a lead revision procedure on (B)(6) 2021 due to noise and high defibrillation impedance exhibited by the implantable cardioverter defibrillator and right ventricle lead. During the lead revision procedure on (B)(6) 2021, it was noted that the superior vena cava plug of df1 right ventricle lead wasn't screwed in all the way into the header of the implantable cardioverter defibrillator. The connection was re-secured in the header. Patient was stable before, during, and after the procedure.